Event description:
Kit components damaged or out of spec; it was initially reported that the hemostasis valve was broken after 3 or 4 days. Therefore, medication was delivered through the site port, the customer asked the question if this is a material fatigue. Additional information received: the edwards sales rep has not seen the broken sample but according to the description of the physician, it seems that the blue connector of the introducer assembly on the intro-flex introducer has broken after 3 or 4 days of use. There was no patient injury.

Manufacturer narrative:
Device will not be returned for evaluation; disposed at hospital.